Event description:
It was reported that this electrode was explanted and replaced during a routine device replacement procedure due to an unspecified impedance problem. No additional adverse patient effects were reported. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.